Event description:
It was further reported that target lesion 1 was located in the proximal left anterior descending artery with 90% stenosis and was 40mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with predilatation and a total of three overlapping taxus stents (3.0x28mm, 3.0x12mm, and 3.0x8mm respectively), reducing the stenosis to 0%. The pt was discharged the next day on asa and plavix therapy. Recommendation was made for a follow-up cardiolite stress test to further evaluate the significane of lcx and rca disease. During the 1-year follow-up period of the study, pt expired at a non-enrolling hosp. Per telephone contact with the pts wife, he died of "complications" from a renal transplant. Details of the hosp admission and treatment course are not available. Death certificate lists cause of death as "renal failure." In the opinion of the physician the relationship of the pts death to the target vesses(s) is not involved.

Event description:
Clinical study same case as #v 6000089-2005-00678 #60000-2005-00679. 330 days after a drug eluting stenting treatment procedure the patient expired. The target lesion being treated in the index procedure was a 3.0mm, 90% stenosed region of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilation and the successfully placing a taxus express2 8.8% 3.00x28mm drug eluting stent without complication in the target vessel. Then physician placed a taxus express2 8.8% 3.00x12mm drug eluting stent without complication in the same index lesion with a 4mm overlap of previous stent and the next stent. Then physician successfully placed a taxus express2 8.8% 3.00x8mm drug eluting stent with a 2mm overlap to the previously placed stent without complication. The next day the patient was discharged on plavix and aspirin. 330 days after the procedure, the patient expired, there was no autopsy. In the opinion of the physician the cause of death was complications of a kidney transplant. In the opinion of the physician the relationship of the patients death to the target vessel is "not related".